Event description:
A prodisc c was explanted; reportedly the device was implanted too deep.

Manufacturer narrative:
Device has been received. Device and device history record are in the eval process.